Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl due to the pump's correction factor setting needing adjustment. Customer consumed juice and food to address the low bg level. Recommendation was made for the customer to consult with a healthcare provider regarding the settings adjustments.